Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument failed to fire. Upon removal of the instrument, the white disc fell off. A new instrument was opened. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to be broken and completely detached from the base. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input do not show damage. The complaint was confirmed by failure analysis.